Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. It was reported that the anchor screw is broken. The anchor screw was not broke; during the disassembly it was missing the plunger cap. The swivel base was received having both rotational and lateral movement while in the locked position. The plunger cap was missing. All other components are in good working order. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1059 mayfield modified skull clamp for service and repair the base was having both rotational and lateral movement.